Event description:
The customer reported via phone call that they had a off no power alert in their alarm history. The customer also requested assistance with rewinding the insulin pump. The customer also reported a hospitalization event in the past for high blood glucose. The customer's blood glucose was 431 mg/dl. Customer stated they were not wearing the insulin pump at the time of their high blood glucose. It was unknown how long the customer was disconnected from their insulin pump during their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.